Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and 3 inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). Device remains in service. Troubleshooting options were discussed. No additional adverse patient effects were reported.